Manufacturer narrative:
Unrelated to the broken cable, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .044" - .197 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of system logs showed that the permanent cautery spatula instrument was last used on system # sk0652 on 03/03/2020 and had 7 lives remaining. No image or video was provided for review. A review of the site's complaint history was performed and no related complaints were found. Based on the information provided at this time, this complaint is being reported because the permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no report of patient injury, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci assisted procedure, the permanent cautery spatula had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that there was no patient involvement. The instrument was caught in sterile processing during prep and pack.